Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00484566. On 4/10/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00484566. It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture and bilateral capsular contracture baker grade iii. The diagnosis was confirmed by physician after an MRI. As a result, the patient¿s impacted devices were explanted on (B)(6) 2019 and replaced by 350cc unspecified mentor gel breast implants. This report is for the patient¿s right-sided device.